Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, a curved opening on the radius side. A leak test and microscopic analysis were performed which identified wear abrasion, white particles, and a sharp opening on the radius side. A dimension measurement in the shell was performed which identified the shell thickness within the specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the radius due to an unidentified tear opening. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.